Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to evaluate the iabp and upon initial inspection, the unit failed the k6 leak test. The stm replaced the drive manifold which solved the problem. Subsequently, the stm adjusted the empty sensor on the bimba and perform calibrations. The stm completed a full system checkout. The iabp passed all testing and the iabp was cleared to customer for clinical use.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) displayed auto fill failure during preventive maintenance (pm) performed by biomed. There was no patient involvement, and no adverse event reported.

Event description:
It was reported by customer that the cs300 intra-aortic balloon pump (iabp) displayed auto fill failure during preventive maintenance (pm) performed by biomed. There was no patient involvement, and no adverse event reported.